Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Device will not switch on with new pad-pak. No patient involved.

Event description:
Device will not switch on with new pad-pak. No patient involved.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 500p passed ¿out qat from heartsine technologies on the 10th march 2010. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the 18th march 2010 and performed to specification up to the 10th november 2013. On the 17th november 2013, the device failed the weekly auto self-test due to a low battery. On the 19th november 2013, the device was power cycled passing a self-test. On the 24th november 2013, the device failed the weekly auto self-test due to a low battery. The device was still in fault mode on the 10th february 2014, when information from the history log shows a further pad-pak was installed and the device was power cycled passing a self-test. The device performed all subsequent weekly auto self-tests between the 16th february 2014 and the last log entry on the 30th july 2017. The returned pad-pak was inserted into the device and failed to power on. A test pad-pak was inserted into the device and again failed to power on, this would confirm the reported fault. This indicates a fault and upon further investigation it was found that the fuse had blown as demonstrated by the open circuit voltage of 18.66v measured directly across the battery cells. The device was disassembled to investigate. The pcba was inspected with no visual abnormalities. Further investigation found the reported fault could be attributed to the failure of capacitor c9. C9 was measured and found to have failed. This had then caused an installed pad-pak to blow its fuse, as witnessed during the investigation. This would account for the device failing to power on upon receipt, as per the reported fault. The functionality of the circuit is tested at both pba test and final test. Therefore, it is concluded that the component failed after dispatch. The device successfully records all log entries up to the 30th july 2017; therefore, it is assumed the c9 failed after this date as the device would not have been capable of performing any further self-tests. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.